Manufacturer narrative:
(B)(4). Investigation summary: examination of the reported event confirmed the reported damage, specifically deformation. The overall condition of the instrument suggests heavy usage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that on 1/04/21 during a case, it was noticed that the sigma specialist 2, tibial drill size 4-6 was dull. The drill was not damaged in any way and no pieces are missing from the drill. The drill is retrieved and being sent on the loop ((B)(6) 2021). In the same case on (B)(6) 2021, the sigma specialist 2, size 4, 4-1 cutting block is damaged on the cutting slots, making it hard to get the saw blade through.. There are no parts missing from the cutting block. All parts were retrieved and are being sent back to the office tonight (B)(6) 2021). Please send a replacement. No surgical delay.